Event description:
It was reported to covidien on (B)(6) 2011 that a customer had an issue with a palindrome dialysis catheter. The customer stated that after inserting the catheter in the pt and beginning dialysis, they realized that there was a hole in one of the lumens and the catheter leaked. They removed the catheter and inserted a new one which worked properly.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion the investigation results will be forwarded.